Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01153.

Event description:
It was reported the patient had a prosthesis inserted due to prosthetic fracture approximately 11 years ago. Subsequently, the prosthesis was found cracked in the voice around thread in an x-ray approximately 1 month ago. Postoperative tests have shown that there was an infection around the prosthesis. Attempts have been made and additional information on the reported event is unavailable at this time.